Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) epicardial leads exhibited intermittent loss of capture at high outputs. The leads was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: w1dr01 ipg; implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.